Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (300 mg/dl). Reportedly, the cause for elevated bg levels was unknown. Customer administered manual injections to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended. The customer has scar tissue, and has had insulin absorption issues in the past. Reportedly, the reported issue was discussed with customer's health care professional.